Event description:
It was reported that the right ventricular (rv) lead was explanted as the rv lead moved and entered lv free wall due to patent foramen ovale (pfo). Rv lead may have caused pericardial effusion due of placement. Subsequently a different lead was implanted. No additional patient adverse effects were reported.